Manufacturer narrative:
Per software investigation, software behaving as designed, frame moved after going sterile. No impact on patient reported.

Event description:
Site reported, the head frame moved during an ent surgery causing a loss of instrument tracking, surgeon re-registered the pt with tracer again and was able to continue. No impact on patient outcome was reported.